Manufacturer narrative:
(B)(4). Failure to follow steps (shaft curved more than 90 degrees; clip orientation performed in left ventricle). The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip delivery system (cds) steering issue and entrapment of the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Imaging quality was not optimal, but acceptable. The clip delivery system (cds) was advanced to the mitral valve. While advancing the delivery catheter (dc) handle, the clip made a medial curve and was bent. It was noted that the dc shaft was curved more than 90 degrees. The implanter continued advancing the clip into the left ventricle (lv), without having a good view on echo, and the clip became trapped in the medial commissure. Additionally, the implanter changed the clip orientation without having a clear echo view. Troubleshooting was performed, but the clip could not be freed. After 20 minutes, the decision was made to leave the cds and sgc in place, and convert the patient to open heart mitral valve surgery. A clinically significant delay in the procedure was noted. During surgery, it was noted that the spikes of one of the grippers were caught on the anterior leaflet, and not in the chordae. A mitral valve ring was implanted, and the patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. All available information was investigated and the reported delivery catheter (dc) bend appears to be due to the device being curved more than 90 degrees. It should be noted that in the mitraclip instructions for use (IFU) states the following warning: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. The reported difficulty positioning the device was a secondary effect of the bent shaft. The reported entrapment of device component appears to be due to the device being advanced into the left ventricle without having a good echo view. The mitraclip IFU states the following warning: failure to confirm that the clip is free from the left atrial wall and valve tissue may result in cardiac injury. There is no indication of a product quality issue with respect to manufacture, design or labeling.